Event description:
This catheter was being utilized for a diagnostic cardiology procedure. An attempt to manipulate the catheter during the procedure resulted in catheter rotation at the trailing end but not at the leading end of the device. This caused the catheter to kink at the trailing end requiring the catheter to be removed together with the sheath. There was no reported injury to the pt.